Event description:
Caller reported that the pump battery was not charging. There was no adverse impact to the customer¿s blood glucose level, and it did not exceed 500 mg/dl (27.7 mmol/l). Customer attempted various troubleshooting steps, including trying different wall outlets and adapters, but the issue persisted. As a resolution, technical support decided to replace the pump, and the customer was advised to use multiple daily injections (mdi) as a backup therapy to ensure continuous insulin delivery. The customer was also instructed to return the faulty pump using a pre-paid label within 10 days after allowing the battery to fully deplete.